Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. According to the reporter, they "might have been triggered by the recalled minicaps"; however, they were not "absolutely certain". The patient was hospitalized for the event. Treatment for the event was not reported. The patient was recovered from the peritonitis. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date "back in january 2023". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.